Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer¿s blood glucose level was 151 mg/dl. Customer reverted to an alternate method of insulin delivery.